Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial placement of the left ventricular (lv) lead would not track down the posterior coronary sinus branch and had no capture. The lead was attempted but not used. A second lv lead was again attempted but could not be used due to similar tracking and capture issues. An alternative lead was placed. No patient complications have been reported as a result of this event.